Manufacturer narrative:
Citation: attizzani gf. Comparison of outcomes of transfemoral transcatheter aortic valve implantation using a minimally invasive ve rsus conventional strategy. Am j cardiol. 2015 dec 1;116(11):1731-6. Doi: 10.1016/j.amjcard.2015.08.044. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding outcomes of transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2011 and 2014. The study population included 207 patients (predominantly male; mean age 81 years), 122 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: valve embolization requiring a snare, valve-in-valve implant, aortic dissection, conversion to open heart surgery, cardiopulmonary resuscitation (CPR), pericardial tamponade, bleeding due to ventricular perforation, severe paravalvular leak (pvl), increased mean gradient, stroke, new left bundle branch block (lbbb), new atrial fibrillation (afib), and permanent pacemaker implant due to complete heart block (chb). Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.